Manufacturer narrative:
Further information was requested but not received.

Event description:
During an initial implant procedure, it was noted the helix of the right ventricular (rv) lead was difficult to rotate. The lead was explanted and replaced to resolve the event. The patient was stable.